Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six bursts of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected supraventricular tachycardia (svt), with the device already reprogrammed to hopefully prevent this from reoccurring in the future. Technical services (ts) discussed the available programming options for this device with the calling field representative. The device remains in service. No additional adverse patient effects were reported.